Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Corrected information: b3 - the date of event is unknown. E1, e3: occupation: sister. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Date of event is unknown.

Event description:
As reported, the baskets of four ngage nitinol stone extractors would not open during a flexible ureteroscopy procedure. The devices were tested prior to use in an uncoiled position. They did not attempt to close the basket prior to removing the device from the plastic tray. A laser was not used at the same time as the baskets. The baskets were not separated. The patient's anatomy was not keeping the basket from opening and closing. The procedure was completed with a new/additional device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k #¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, the baskets of four ngage nitinol stone extractors would not open during a flexible ureteroscopy procedure. The devices were tested prior to use in an uncoiled position. They did not attempt to close the basket prior to removing the device from the plastic tray. A laser was not used at the same time as the baskets. The baskets were not separated. The patient's anatomy was not keeping the basket from opening and closing. The procedure was completed with a new/additional device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation. Reviews of the complaint history, device history record (DHR), instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the devices were conducted during the investigation. Four devices were returned to cook for investigation. All four devices were found to have damage to the yellow support sheaths. Three of the four devices were found to have basket that would open and close when tested. One device was found to have a broken basket wire. Device #1: the support sheath was bowed and has a cut in the basket formation. The handle actuated the basket formation. Device #2: the support sheath was bowed. There were kinks in basket sheath and the handle did not actuate the basket formation. Device #3: the support sheath was cut and separated and also has other cut places. The handle did not actuate the basket formation. Device #4: the support sheath was bowed slightly. The handle actuated the basket formation. A review of the DHR for the reported complaint device lot revealed four related non-conformances in which twenty-three devices were scrapped. A review of complaint history records shows six other complaints associated with the complaint device lot, all had the same reported issue that the baskets would not open/close. A review of relevant manufacturing documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the devices were manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU does not provide any information related to the reported issue. Based on the information provided, inspection of the returned devices, and the results of the investigation, the cause for the issue has not yet been determined. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. It is likely the device damage observed occurred after the failure of the devices to function during use. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.